Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead attempted and not used as it was unable top keep desired position. No patient complications have been reported as a result of this event.